Manufacturer narrative:
This report is being filed to update the information in the describe event or problem field.

Event description:
It was reported that out of range shock impedance measurements were exhibited when it comes to this right ventricular (rv) lead. An increase of > 30% in the shock impedance measurements occurred since the implant (where the values were closer to 72 ohms). All other lead parameters were normal. The shock impedance alert was not triggered until the device was interrogated with a programmer. Further review was recommended. At this time the physician elected to check the patient as the next clinic follow up, no further actions were taken to date. No adverse patient effects were reported.

Event description:
It was reported that out of range shock impedance measurements were exhibited when it comes to this right ventricular (rv) lead. An increase of > 30% in the shock impedance measurements occurred since the implant (where the values were closer to 72 ohms). All other lead parameters were normal. The shock impedance alert was not triggered until the device was interrogated with a programmer. Further review was recommended. No adverse patient effects were reported.